Manufacturer narrative:
(B)(4). A follow up submission will be done upon completion of carefusion's investigation or additional information becomes available.

Event description:
It was reported verbally via telephone call: during a lung biopsy the needle would not go through the introducer. The physician had to stick the patient twice. Patient did develop a pneumothorax but physician felt it could have been related to the patient coughing during the procedure. Procedure was completed using a second needle. Per reporter, no additional information will be provided.

Manufacturer narrative:
(B)(4). (B)(6) 2018: attached facility reported medwatch : new information: during cut guided lung biopsy, md placed the introducer in the pt for a lung biopsy . The needle would not go through the introducer, the physician said, it felt like there was an obstruction. Needle and introducer removed. New device opened and the procedure completed. Post procedure the patient developed pneumothorax. Investigation: our manufacturing quality engineer received one (1) sample from lot #0000965342. During visual analysis they identified a clear dot of what appeared to be inside the tip of the cannula. The clear dot was identified to be adhesive and was large enough to prevent the temno needle from clearing the coaxial needle. Therefore, failure mode could be confirmed. Additionally, an internal review of the history files was completed for the reported lot number 0000965342 manufactured on 05-jul-2016 confirming procedural and functional requirements needed for the product to be released were met. Most probable root cause of failure could occur during the products manufacturing stage where applicable personnel are called to use the adhesive dispenser which could potentiate the risk of drops of adhesive falling on the needle. Bd has opened a corrective and preventative action (CAPA) to identify and implement any actions to prevent the risk of recurrence. The failure mode will be entered into the complaint management system and will be tracked / trended for any additional similar failure modes. Customer complaint trends are evaluated on a monthly basis during our quality team meeting. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.